Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting rear pulse wires and damaging gel fire wires in the cable. There is no indication that the damage electrode belt caused or contributed to the patient's death. The root cause for the strained cable was excessive force. The investigation into the event concludes that there was no device malfunction during the event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019 while in the hospital. Device download data revealed that the patient was treated by the lifevest on (B)(6) 2019. The patient was treated inappropriately three times by the lifevest on (B)(6) 2019. At 14:45:01 the first treatment shock was delivered by the lifevest while the patient was in supraventricular tachycardia (svt) at 150 bpm with nonsustained ventricular tachycardia (nsvt). The post shock rhythm was svt at 150 bpm with pvc's. A second treatment shock was delivered at 14:45:32 while the patient was in svt at 150 bpm. The post shock rhythm was svt at 150 bpm with pvc's. The third and final treatment shock was delivered at 14:48:52 while the patient rhythm was svt at 150 bpm degrading to vf with CPR artifact. The post shock rhythm was sinus tachycardia at 100 bpm with pvcs. Svt contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed in between the second and third treatments early in the detection sequence but not prior to the delivery to the third treatment shock. The response buttons functioned appropriately. The device was last shutdown at 16:26:09 on (B)(6) 2019. The patient subsequently passed away on (B)(6) 2019 in the hospital while not wearing the lifevest.